Event description:
On (B)(6) 2009, the patient reported that occasionally, when she presses the up and down button on her insulin infusion device, the screen will not light up. She said, she thinks she did not press it hard enough as when she pressed it again, the button properly responded. She stated, she believes the down button works intermittently when she is trying to bolus and has a concern with the up button not properly activating the backlight. She said, both buttons are raised and pop up when pressed. Her device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.